Event description:
Information received from the swift prime clinical database. Treatment of an m1 and a (pca) posterior cerebral artery occlusion. Prior to the thrombectomy, it was reported that the cello balloon catheter ruptured preventing the ability to perform a thrombectomy with flow arrest. The first thrombectomy attempt was made after allowing the solitaire stent to settle with the thrombus for approximately five minutes, but the thrombus was not retrieved. The second pass was made without success. At this point, the patient had neurologically declined and was vomiting. The patient was intubated. A third thrombectomy attempt was made and the calcified thrombus was retrieved. There was good flow in the pca consistent with tici 3. It was reported that the patient had a subarachnoid hemorrhage and contrast staining immediately post intervention. Same event as MDR# 2029214-2013-00793.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).

Manufacturer narrative:
(B)(4).